Event description:
A customer reported that the foot pedal was not working during a procedure. There was no harm to the pt. Additional info has been requested, but none has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.